Manufacturer narrative:
Concomitant medical product: d314trg ICD implanted: (B)(6) 2012.

Event description:
It was reported during the replacement procedure that the pace/sense portion of the patient's right ventricular (rv) lead showed insulation degradation and peeling. There were no noted concerns prior to the visual observation of the insulation. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.